Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after cardiac catheterization procedure. Reportedly, a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date was within the last two months. Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed that the suture and the posterior cuff were not returned with the device. The plunger was outside of the handle and was attached to a link. The posterior link was not attached to a cuff. The posterior link was examined and it showed signs of tearing and shearing. The handle was examined and it was normal. The foot actuated as intended and was not damaged. These observations would indicate that the suture assembly snagged/stalled during plunger withdraw resulting in force needed to withdraw the plunger fully and broke the link at the posterior cuff. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.